Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. There was false pause episode noted due to ventricular undersensing because of loss of contact. There was a short period of noise on the electrocardiogram at the beginning and end of the pause episode. Patient was asymptomatic and will continue to be monitored. Additional information was not reported.

Event description:
New information received on (B)(4) 2018 notes that the issue was not resolved. Patient will continue to be monitored. Patient was stable.

Event description:
New information received on (B)(6) 2018 notes that the atrial fibrillation (af) episodes registered on merlin.net transmission had no associated electrocardiograms (egms). Clinician was concerned if this was a true af episode as the patient had a history of bigeminy. Additional information was not reported.